Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection in the upper airways," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the malar region and pyriform fossae with 3 ml of juvéderm® voluma¿ with lidocaine. Prior to injection, the health professional palpated several ¿deep nodular areas¿ on the face. An ultrasound was requested before performing injection to ensure there was no previous procedures with pmma, but the ultrasound confirmed that it was only a previous unspecified dermal filler the patient had. A month later, the patient was injected in the malar regions with 2 ml of juvéderm® voluma¿ with lidocaine, in the chin and jaw with 4 ml of juvéderm® volux¿, and in the lower eyelids with juvéderm® volbella¿ with lidocaine. Later that month, the patient was injected in the nasolabial folds and marionette lines with 3 ml of juvéderm ultra¿ xc, in the mouth with 1ml of juvederm® volift® xc, and in the mandibular contour with 1 ml of juvéderm® voluma¿ with lidocaine. One month later, the patient noticed a ¿lump¿ on the cheek, ¿edema,¿ and ¿swelling¿ in the lower eyelids. The patient was experiencing ¿infectious outbreaks,¿ with ¿infectious foci¿ on one side. The patient was taking clavulin due to non-device related ¿infection¿ in the upper airways. The patient was advised to continue clavulin and was prescribed clindamycin 600 mg every 6 hours and prednisolone 40 mg / day for 7 days, progressing with a 50% reduction in the volume of the nodule. A few days later, the patient received the covid-19 vaccine and experienced ¿edema¿ in the malar regions and lower eyelids. The patient was advised to continue clavulin and prednisolone and was prescribed clindamycin for 14 days. The patient refused a biopsy. The physician performed an aspiration of the nodule and sent it for a bacterial culture and mycobacteriosis research, with the results not obtained. The patient was treated with hyaluronidase. The patient then reported a ¿nodule¿ on the contralateral side, ¿coinciding with the topography of the cannula entrance.¿ the event is ongoing. This is the same patient reported under MFR report #3005113652-2021-00448. This emdr is being submitted for the third set of injection, deemed not related to the juvederm® volift® xc but an unexpected adverse drug experience.

Event description:
Additional information reported patient was treated with oral antibiotic therapy for four weeks and provided the details: ciprofloxacin and clavelin for 15 days the first time, ciprofloxacin and clarithromycin for 4 weeks the second time, and ciprofloxacin and clindamycin for 4 weeks the third time. Approximately 72 hours after taking the antibiotic, hyaluronidase was performed. However, the last 2 nodules are still visible. The patient was referred to an infectious disease specialist for a biopsy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.